Event description:
It was reported that (3) devices were used during a lobectomy. It was reported by the affiliate that the (3) tsb45 staples malformed, but cut the tissue. Another instrument was used to complete the case. There was no consequence to the pt. The device were discarded.